Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0t7pg, implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the lead breaking during explant was unknown. The most likely cause was reported to possibly be embedded scar tissue. The lead fragment removal was not planned.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that, upon removal, the lead broke off. Caller was unsure how much is still in the patient's body. No tines of the lead were removed. The lead was reported to be partially removed as it broke on explant. Physician noted to be referring out to another surgeon to discuss complete removal. Other additional surgical intervention is required.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0t7pg); product type: 0200-lead; implant date (B)(6) 2015 ; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.